Event description:
It was reported that the battery on the insulin pump would not last long. The parents of the customer had another son using the same insulin pump and using the same battery type but they would last longer. No additional information was provided.

Manufacturer narrative:
Unit had high idle current due to moisture damage on lcd/b. Unit had minor scratched display window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.